Event description:
Pt. Is 48-yr. Old male w/history of spinal cord spasticity, l sided weakness, atrophy of muscles & their usage first on l side then throughout body. Pt. Has had this for over 20 yrs. He has fallen repeatedly prior to pump placement & felt muscles "jumping". In march '94 intrathecal pump was inserted w/good results up until 3 wks. Ago. Pt. Would have it refilled w/backfen q 3 months. Presents now with increased spasticity & falling. Pt. Has been on disability since feb. '93. Pt. Is on no medications.